Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient was admitted to ICU on (B)(6) 2014, for diabetic ketoacidosis (dka), bg >500 mg/dl. She was treated with IV insulin and fluids. It was found that the cartridge had 90 units of air and only 10 units of insulin. Cartridge had been filled by patient on (B)(6) 2014, using insulin pens. Reporter is unable to determine where the leak is. Reporter states no insulin smell and no wetness in the cartridge compartment, but is sure patient did not fill cartridge with air and that there must have been a leak or malfunction for 90 units of air to be in the cartridge. Reporter states no alarms or warnings on the pump: time and date on pump correct. Patient is being discharged today and will follow-up with health care provider and diabetes management center before going back on pump. This complaint is being reported because the patient experienced hyperglycemia and the issue of the air in the cartridge was not resolved.

Manufacturer narrative:
A reserved sample from the same cartridge lot number was tested and evaluated by product analysis on 03/14/2014 with the following findings: no defect was found. A visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.